Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hypoglycemia. The customer blood glucose level was 48 mg/dl. Customer stated insulin pump had software detected error. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer performed self-test and it was passed. Customer stated belt clip hinge was broken. The device will not be returned for analysis.